Manufacturer narrative:
The reported events of noise and under sensing were confirmed. As received, a complete lead was returned for analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to can was noted at 11.0cm to 11.2cm from the connector pin. Lead damage was consistent with friction to the device can. The cause of the reported event of noise and under sensing were isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and under sensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and under sensing were confirmed. As received, a complete lead was returned for analysis. Final analysis found that the insulation was abraded at 2.2 ¿ 5.6, 8.7, 9.5, 15.5, 18.1, and 30.0cm from the connector pin. Lead damage was consistent with friction to the device can. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 under-sensing was coded for erroneously.